Event description:
The customer reported the device had an ac power module misuse (broken). There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.